Event description:
It was reported that the anesthesia system generated two technical error codes indication pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name and # d4 version or model were required. D1 ¿ brand name - previous brand name: flow-c corrected brand name: flow-c anesthesia system d4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was confirmed in received device's logs. According to provided information, the fresh gas pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The pressure transducer pcb is part of the pressure measuring in the system. System checkout (sco) was performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for fresh gas pressure transducer pcb. The fresh gas pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. Prior investigations, performed for similar failure, have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the printed circuit board was broken and, based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer printed circuit board failure in this complaint has not been determined.the correction of field h4 device manufacture date was required. This is based on the internal evaluation.previous manufacture date: 04/02/2020corrected manufacture date: 03/25/2020